Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a calcified ramus marginalis with 80-90 % stenosis. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The protective sheath was on the stent, when the device was removed from hoop. No resistance was noted when removing the sheath. The sheath was gripped on the most distal end of the sheath during removal from over the stent/balloon. The stent was inspected after removal of the protective sheath with no issues noted. The stent was handled directly post removal of the sheath. The device was inspected with no issues. Negative prep was performed with no issues noted. It was reported that while advancing the device through the guide catheter, resistance was encountered. The stent exited the tip of the guide catheter. It was noted on removal that the stent was deformed. After removal of the first stent, the same guide catheter was used with another stent. The procedure was completed without any issues noted. No damage was noted to the guide catheter after removal of the first stent. No patient injury is reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands but deformation was evident to the 5th to the 13th stent wraps with struts raised, bunched and stretched. Deformation was evident to the 16th stent wraps with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.